Event description:
Chemo therapy preparation with gemcitabine (gemzar) 1grm used lot a813733a exp 11/2013. Prep using phaseal protector 21, lot 10091105, exp 2015/09. Needle on phaseal cap came off and left stuck in vial stopper. Chemo exposure resulted. Chemotherapy preparation with fluorouracil 50 mg/ml 100ml vial from (B)(4), lot 6101200, exp 06/2012. Prepared using phaseal p5o protector lot 10090841 exp 2015/09. During preparation, the plastic connector on the phaseal top that attaches to the syringe broke off causing a chemotherapy spill.